Event description:
It was reported that the ventilator delivered a low volume. There was no patient harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator was requested. The user facility performed investigation by themselves and found an improperly dried expiratory cassette after cleaning, which most likely affected the expiratory volume measurement. No ventilator malfunction was found. The root cause of the reported low volume delivery was most likely a measurement issue due to a non-dried expiratory cassette after cleaning. The user¿s manual states that checks should be performed that there is no excess water in the expiratory cassette.